Event description:
A report was received that a patient was experiencing difficulty charging because her ipg had been placed too deep during a previous pocket revision. The patient underwent a second pocket revision to place the implant closer to the skin surface. During the procedure, the physician elected to replace the ipg because it had come into contact with several instruments and he felt it was in the patient's best interest. After the procedure, the patient was reportedly doing well.